Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
Due to an emergency procedure the customer requested to reschedule the service call. No further service info was provided.